Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a colectomy end-to-end anastomosis, during the first firing to resect the ileum during right hemicolectomy, the device did not fire. The surgeon was able to press the green button; however, there was no click sound as usual and the handle could not be squeezed. The handle was replaced but the device still could not fire. The reload was then also replaced and the procedure was continued. The surgical time was extended by less than 30 minutes. There was no patient injury.